Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - ni, expiration date - ni, date implanted - ni, initial reporter - ni, manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01502 / 01503). Product location unknown.

Event description:
Patient underwent a hip revision procedure due to unknown reasons.